Event description:
Ruptured breast implant requiring surgical intervention and replacement. This was a recalled device for a leaky valve. We are unable to send back to MFR because they are no longer in business in the united states. Pt does not have implant info. Pt missed the recall timeframe due to health issues.